Event description:
It was reported that an unspecified quantity of minicaps were delivered full of water and had to be thrown away. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned therefore, a device analysis could not be completed. A manufacturing record review is not required for distribution related issues. Distribution investigation could not proceed as much time has passed since delivery. Should additional relevant information become available, a supplemental report will be submitted.